Event description:
Customer reported that the side-firing surgical fiber was damaged at the tip during a prostate procedure at 154,672 joules of use. The case was completed using a new fiber. There was no injury reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customers initial report that the side-firing surgical fiber was damaged at the tip during a procedure is not considered a reportable issue. Upon analysis of the returned fiber, the fiber's glass cap was found to be fractured and partially broken off distal to the glue zone; burnt glue was also observed. There was no indication or report of any part of the device remaining inside the patient. Based on the analysis findings, the fiber condition could result in a forward firing condition of the side-firing surgical fiber and has been identified as a potential safety issue. There was no injury reported as a result of this event. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. (B)(4).